Event description:
Wife of home patient (hp) reports pin hole leak in "door side" of cassette of homechoice set. Leak was noted when homechoice set was removed after multiple alarms were received in prime during apd treatment. No pt injury or medical intervention required per spouse.